Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025 ¿ (B)(6) 2025. This report summarizes 3 events for the failure: detachment of device or device component. 2 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status 2 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components): 2 devices: wear problem / bearings. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 2 devices: scrapped by stryker. 1 device: product not received. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.